Event description:
As a result of review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with a 30-day time frame. We are filing these late reports as directed by the (B) (6) staff. It was reported that at the time of the pump refill on (B) (6) 2007, 33ml was removed from the pump, expected reservoir amount was not reported. This was reported to be a discrepancy of 28.6%. No symptoms were reported related to this discrepancy. There have been two within range refills following the discrepant refill. The last programming change prior to the refill occurred on (B) (6) 2006. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).